Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt implanted with prodisc-c at c5-c6 on an unk date. Follow up x-rays showed growth of an anterior osteophyte over the front of the c5-c6 disc space. Prodisc-c was removed on (B)(6) 2011. Reportedly there was no issue with pdc hardware. Pt revised to fusion at c5-c6.